Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed; visual inspection of the returned tasp shows it is fractured and exhibits signs of repeated use. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a total knee arthroplasty while trialing, the instrument fractured under stress. The procedure was completed with another device without delay. No adverse events have been reported as a result of the malfunction.